Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported tip of needle broke off inside patient, the tip was removed from patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: needle detached. Probable root cause: design - inserter shaft and handle design/material too weak, interface between anchor/guide too tight, inserter shaft cannot bend around curved guide, handle lid release force too low. Process - inserter and/or guide manufactured out of specification, anchor coating process out of specification. Application - excessive force impacting anchor, wrong guide selected for anchor. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported tip of needle broke off inside patient, the tip was removed from patient.